Event description:
It was reported that a cartridge alarm occurred during insulin delivery. Subsequently, the customer was admitted to the hospital due to a blood glucose level of 600 mg/dl. The customer was treated with manual insulin injections. At the time of report to tandem technical support the customer was still admitted to the hospital. The customer declined further follow up from tandem technical support. The customer reverted to manual injections for insulin therapy.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.